Manufacturer narrative:
(B)(4). Date sent: 04/14/2023. D4: batch # 569a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr10 reload was received. The cartridge was received partially fired with the proximal 7 drivers up without staples and the remaining drivers down with staples present. Upon visual inspection, the fork from the left side was found broken off. No functional test was performed due to the condition of the reload. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 686a20, and no non-conformances were identified.

Event description:
It was reported that during the unknown procedure, when fired, knife moved till in the middle. It was safely retrieved and new reload was used to finish. There were no patient consequences.